Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that insulin pump was exposed to water, customer got out of the pool. Customer installing a new battery and monitoring the insulin pump for 2 hours and frozen display recurred. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer stated display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify frozen screen anomaly due to display anomaly.